Event description:
It was reported that the patient presented with middle meningeal artery (mma) occlusion and underwent coil embolization. After establishing access, the operator proceeded with coil packing. Upon deployment, the cosmos-10-av coil could not be detached despite three separate attempts using the detachment device. Consequently, the operator attempted detachment by applying tension while simultaneously activating the device, which resulted in coil fracture migrated to the cervical artery. The surgeon then performed a craniotomy via a small postauricular incision to retrieve the coil fracture. The patient is currently in stable condition.

Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. An image of the device was provided, the analysis of which is currently underway.